Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physicial evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.

Event description:
The dr was unable to insert the iab into the sheath. The following was reported to datascope on 2/3/98: during the insertion of the iab catheter into the pt, it was difficult to insert the iab but the dr was eventually able to. During insertion, blood was noted in the catheter. The dr felt that the iab had a tear in it so he pulled the iab and inserted another. (Multiple event to complaint number 97-01500). [Event complications]: unk-reported 12/12/97; none-rpt'd 2/3/98. [Pt's current status]: unk-rpt'd 12/12/97.